Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath and the catheter was twisted. A broken drive and coaxial cable began 26 cm from the distal end of the connector shaft. The guidewire returned within the device. Impedance testing showed an electrical open at the proximal end of the catheter. The sheath of the unit is cut a few centimeters below the severe kink to be able to check the other end of the broken imaging core. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition for the reporting imaging issue. It was noticed that the sheath was kinked. A kink causes a change in the inner diameter, which can significantly increase the constriction over the catheter. This constriction could lead to the friction that caused the broken drive and coax cable. It was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into the patient. The material twisted found on analysis is evidence of advancing the device into patient while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into the patient. Based on this, failure to follow instructions is the assigned cause code of the imaging window twisted.

Event description:
Reportable based on device analysis completed on 26feb2026. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the catheter was twisted.